Event description:
It was reported that the insulin gauge was inaccurate. The customer's blood glucose (bg) ranged from 43-52 mg/dl. Customer required assistance from son in consuming glucose tablets and carbohydrates. Reportedly, the customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.